Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 15, 2015, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was testing in memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she first noticed that the meter was testing in memory mode "two weeks" prior to contacting lfs. The patient manages her diabetes with oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine as a result of the alleged issue. She claimed that an unspecified time after the start of the alleged issue, she developed "frequent urination [and] night sweats". She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked her through a test. The issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hyperglycemia after the alleged meter issue began.